Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - multiple back operations/ spinal pain. It was reported that the patient's spinal cord stimulator (scs) was not operational. It was unknown why the scs was not operational. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the device wasn't activated right now. The patient reported that his doctor ordered for it to be not operational/inactive. The patient reported that he had it for 2 year and was told 2 years was enough, to shut it off and he didn't need it anymore. The patient noted that he sent everything back. No further complications were reported.